Manufacturer narrative:
H3: software analysis was completed. Clinical export data file was thoroughly inspected. The log file was examined in order to inspect and understand procedure workflow. Fluoroscopic images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. The platform used for this case was a disposable clamp. The position of the clamp was reviewed by comparing the pre-operative CT (that presents the anatomic landmarks more clearly) with the fluoroscopic images taken for the registration process (where the teeth of the clamp can be seen). There is a visual confirmation that the teeth were fixated on both l3 and l4 spinous processes. One tooth is fixated on l4 spinous process and two teeth are not fixated to the bone. This suggests that the fixation of the platform was not done properly. Analysis reproduced the registration results. The registration was successful, resulted in green values for all vertebrae with no apparent shifts. After reviewing all available information, it was found that the platform selected for this case (disposable single clamp) was not fixated to the bone as re commended, therefore the stability of the platform was compromised, which may lead to the deviations experienced in the or. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the trajectories were deviated less than 3.5 mm. The suspected cause of the deviated screws was the way the clamp was mounted and not all of the teeth being engaged. There was no patient harm from the deviated screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a single clamp was placed at l4 and connected to the bone mount bridge to mount the surgical system to the patient for the l4-s1 procedure. The re-tractors were left in place during the entire procedure. Registration was achieved on the first try with green values and no observable shifts. The surgeon started with l4 right and placed the k-wire, tapped and placed the screw. The surgical arm was then sent to the clear up position and the surgeon moved to the left side. Imaging showed that l5 left and right were high and l4 left was medial when compared to plan. The surgeon removed screws and redirected them freehand. The surgeon believed the other screws to be off except for s1, but the surgeon decided not to redirect those screws. There was no patient harm and the procedure was not delayed over an hour.